Manufacturer narrative:
Complaint confirmed, the cutter tip broke off from the device. Complainant's event is most likely caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces applied during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep, that during a right knee arthroscopic acl, the 1st ar-1204as-100, flipcutter was drilled into the femur, surgeon noticed the bone was harder than normal, it was flipped, and back drilled to the depth determined adequate by the surgeon. Because of the hard bone, the pa checked the flipcutter on the back table a couple of times to ensure it was working properly. The pa was satisfied, so the surgeon continued drilling through the tibia. The flipcutter came through the tibia in the correct location, the guide was removed, and drill sleeve malleted into place. The flipcutter was deploying and when the blade came into contact with bone it broke off. The piece was removed entirely from the patient, using a fiberloop (ring) grasper. A second ar-1204as-100, flipcutter was opened and checked for deployment on the back table. Everything looked normal and was introduced into the drill guide sleeve and came through the tibia in the same location. At this point the surgeon mentioned it had flipped on its own and when he tried to back drill, it seemed the inner portion was spinning but the outer portion and blade were not moving. The surgeon tried to flip the blade back, but it would not move. The surgeon tried to manually flip the blade with a ring grasper and it was stuck. While the sales rep, stepped out of the room, in the process of trying to get the blade to flip, the surgeon had snapped the blade off and removed it completely from the patient using a fiberloop (ring) grasper. At which point the remaining parts of the flipcutter was also removed completely. The surgeon elected to drill a complete tibial tunnel and fixate the graft on the tibia with a large abs button and back it up with a swivelock.